Event description:
A customer reported that there was poor suction toward the end of the flap creation. The side cut was not complete, but the surgeon was able to manually dissect the flap, using the area of incomplete side cut as the hinge. The flap was lifted and the treatment was delivered. Postoperatively, the bcva is 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).